Event description:
A periodic programming history database review was performed as part of our monitoring, and tracking processes. High impedance was observed from two system diagnostics performed on 07/16/2019. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (62;/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.

Manufacturer narrative:
H7. Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter. H7. Corrected data, initial report: information inadvertently not included.